Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the subject battery was not returned with the pump for investigation. On examination, the battery cap and battery compartment were intact with no visible damage or moisture damage. Evaluation found that the pump powers ups properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections and internal components. Investigation was not able to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump felt warm to touch a few weeks earlier. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the warmth continued for a couple of days and the stopped for a few days. However, the patient alleged that the pump felt warm again a couple of days later. The patient denied that the pump was exposed to moisture or that the battery compartment had corrosion. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump felt warm to touch and the issue was unresolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.